Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable at the end of the large suturecut needledriver instrument broke. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is broken at the distal idler pulley. The idler pulley spins freely and exhibits slight damaged along the edge of the pulley and the cable segment sticks out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.